Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) experienced gas loss in aiv circuit even after changing connections on circuit. Event occurred during use on patient and there was no injury or harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion). A getinge field service engineer (fse) was dispatched to evaluate the unit. User observed alarming ¿gas loss in iab circuit¿. Observed triggered alarm in fault logs. Performed all pneumatic leak tests and passed t specifications. Tested gas loss in iab circuit and operational. Customer stated cardiosave was switched out and gas loss transferred to second pump. User stated possible alarm due to excessive patient movement. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
N/a.